Event description:
It was reported that the customer was having issues with his/her insulin pump. When the customer rewound his/her insulin pump, he/she heard a strange noise and received a motion sensor test failure alarm. The customer was unable to get out of the prime/rewind because of this alarm. His/her blood glucose level was 80 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.